Event description:
The hcp reported programming a patient's new pump without programming a bridge bolus. The drug used in the pump was being changed from morphine 50 mg/ml, at 36.304 mg/day, to dilaudid 9 mg/day. The patient was not affected. No treatment was necessary. The hcp called the manufacturer for confirmation of the procedure, which was then followed out without issue.